Manufacturer narrative:
Device analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff, and a control pump. Urinary incontinence was reported. The ams800 occlusive cuff was visually and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a pinhole in the cuff shell causing fluid loss that was the result of a sharp instrument consistent with explant. Based on the determination that the damage was due to explant it will not be considered a device failure because it is a secondary failure. The ams800 pressure regulating balloon and control pump were both visually inspected and microscopically examined. No leaks were found. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.